Event description:
The customer reported that intermittently the image was dropping out during a case. A reboot fixed the problem. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The system locked up during troubleshooting and wouldn't reboot. The ge service rep replaced the cpu board and was able to power up the system with no errors.